Event description:
Litigation papers allege the patient suffers from pain. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery on left hip due to pain . There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (left hip). Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; hypertrophied joint capsule; serosanguineous fluid with yellowish debris consistent with metallosis; damage to piriformis and external rotators; large cystic structure that was well encapsulated; villous material; slight corrosion of the trunnion. The adapter sleeve and femoral stem were added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.